Manufacturer narrative:
Follow-up #1: date of submission 09/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box indicated that there were pump reboot events on (B)(6) 2007. A call service 052 error was observed in the black box on (B)(6) 2015 with a subsequent pump reboot event to clear the alarm. The pump was exercised for 24 hours with no power issues or alarms observed. The alleged issue was not duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.